Manufacturer narrative:
The device was not returned for analysis as it was discarded; therefore, limited investigation was carried out. No sample retain of the same lot number was available. The device lot history records have been reviewed, and it is shown that there were no anomalies or non-conformance raised that could have contributed to the reported failure mode and that the guidewires were manufactured according to the specification. All the required relevant tests and inspections were performed and passed. The risk traceability matrix number rmf(tm)-008 was reviewed and it was found that the risk for this failure mode was included and well documented. The current rating for the failure mode in question is within the expected levels for the confirmed complaints. There is no evidence to suggest that the design of the guidewire or any manufacturing-related concerns has contributed to the incident as well as the device was not returned for investigation, thus the complaint cause cannot be verified.

Event description:
It was reported that percutaneous venous balloon dilatation was performed. The tip of the connect guide wire was noted to be damaged. The guide wire was replaced to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that percutaneous venous balloon dilatation was performed. The tip of the connect guide wire was noted to be damaged. The guide wire was replaced to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.